Manufacturer narrative:
Additional information. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to a user modification.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 07/27/2023, it was reported by a sales representative via sems that an abs-10060r angel machine did not produce any prp/ppp/rbc. This occurred during a prp injection/rotator cuff repair on (B)(6) 2023, 180 cc's of whole blood was processed in the angel machine, but the machine did not produce any prp/ppp/rbc. The separation chamber was too pressurized to remove the disc full of blood. They tried to manually pump out the fluid by cutting the tubing and directly pulling the fluid out with a syringe trying to get the disc out. The disc was damaged while using an osteotome & mallet trying to pierce the plastic surrounding the fluid so they could get the blood out which resulted in the blood leaking into the machine. The case was completed without the prp.